Event description:
A malfunction was reported, identified by the code malf 9. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction happens again.